Event description:
It was reported that the procedure was to treat a right coronary artery. After deployment of the 3.0x18mm xience skypoint stent delivery system there was difficulty visualizing the stent under fluoroscopy. The stent was post dilatated with a non-compliant balloon and final cine picture was acceptable. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information provided and without the device to examine, a definitive cause for the reported difficult or delayed positioning/poor visibility issue cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficult or delayed positioning (poor visibility). There is no indication of a product quality issue with respect to manufacture, design or labeling.